Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve failed due to structural valve dysfunction (svd) in the form of stenosis and pannus formation. Subsequently, a computed tomography (CT) scan was performed and a treatment plan was discussed.

Manufacturer narrative:
Image review: computed tomography (CT) imaging provided from 4/22/2025. Suboptimal image quality. Implant depth is shallow, ranging from 1 mm below evolut inflow on non-coronary cusp (ncc) ¿ 0.0 mm on right coronary cusp (rcc) side - 2.8 mm on left coronary cusp (lcc) side. Possible pannus/thrombus seen inside tavr. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.